Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. In the case of this complaint it is possible that the main coil stretched due to some anatomical or procedural factors encountered during use due to which medical intervention was required to remove it, possibly leading to as reported event. Therefore;an assignable cause of ¿undeterminable¿ will be assigned to the " patient medical intervention required,and main coil stretched", as the device was not returned and the review and analysis of all available information failed to indicate an assignable cause or probable assignable cause.

Event description:
It was reported the coil (subject device) stretched and a retriever was used to remove the coil. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the coil (subject device) stretched and a retriever was used to remove the coil. There was no clinical consequence to the patient as a result of this event.